Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified for use. Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with the customer-reported complaint. The unit was analyzed and was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user encountered several erbe errors when firing monopolar energy, including m-11, c-38, c-34, and c-30. The user replaced the energy cables, but the issue persisted. The user received phone assistance from the technical support engineer (tse). A system log review confirmed the occurrence of the erbe errors. The user was instructed to reboot the erbe, but the issue remained. There was no issue with the bipolar energy. The user was advised on the alternative of using a compatible (electrosurgical unit) esu generator (force trial). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the generator was replaced by a force triad generator during the case. The system functionality was checked upon powering on the system and no errors were found.